Event description:
It was reported that the right ventricular (rv) lead showed loss of capture and some short interval counts (sic) oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product. Concomitant products: d284drg implantable cardioverter defibrillator (ICD) (B)(6) 2009. (B)(4).